Manufacturer narrative:
The device and fractured portions of the driveshaft and guide wire were returned for analysis. The crown was intact and the driveshaft was found to be fractured in the area of the crown weld. There was no additional damage observed with the oad and driveshaft sections. The guide wire spring tip core wire was found to be fractured near the proximal solder bond, and the shaft was deformed. Examination of the remaining guide wire segment did not reveal any additional damage which would have contributed to the reported event. The fractured driveshaft and guide wire sections were sent for scanning electron microscope (sem) analysis, which revealed dimple shear marks and the appearance that the components were manually severed. The control knob was loose and traveled smoothly. A test guide wire was loaded through the device without issue. When tested using an in-house saline pump, the device spun at low and high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the fractured driveshaft and guide wire could not be conclusively determined. (B)(4).

Event description:
During a peripheral orbital atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that the device became detached inside the patient. After treatment of two lesions was performed with the oad, the device became stuck in the pedal vessels. Multiple attempts were made to dislodge the device, however it was noted that the tip of the device and guide wire had become detached. Surgery was performed to remove the device fragments and the patient condition was stable.